Event description:
On (B)(6) 1991, a 25mm masters series valve (sn unknown) was implanted. In (B)(6) 2016, the patient's ef was 56% and the doppler velocity index (dvi) was 0.25. In (B)(6) 2017, the aortic valve area (ava) was 1.2cm2. In (B)(6) 2018, the patient's ef was 52%, ava 0.9cm2, and dvi 0.19. Pannus was suspected due to declining ef and dvi; however, the angio showed no impeding mobility for both leaflets. On (B)(6) 2018, the valve was explanted due to declining ef and a 25mm magna ease (sn (B)(4)) was implanted as the replacement valve. The explanted valve showed no obvious pannus or thrombus. The patient is reported to be stable.

Manufacturer narrative:
An event of declining ejection fraction, doppler velocity index and aortic valve area was reported. Morphological and histopathological examination found both mechanical leaflets opened and closed completely and easily and no thrombi or vegetations were identified. There was patchy pannus formation on the orifice rim, which did not appear to impinge on the mobility of the leaflets. The sewing cuff consisted of fibrous tissue with calcified areas. There was no inflammation. The cause of the reported event remains unknown.